Event description:
It was reported that this left ventricular (lv) lead exhibited an unknown product performance anomaly. The lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).